Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the pulse generator set screw could not be tightened. The device was not used and replaced. The patient was okay.